Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. Provided ventilator logs confirmed that the ventilator failed pressure transducer test during pre-use check. One of the recommended action is to check the expiratory cassette and that the expiratory valve membrane is clean and correctly seated in the expiratory cassette. Foreign contamination was noted on the membrane, which then was replaced by the field service engineer. The ventilator then passed all functional and safety tests and was cleared for clinical use. The expiratory valve membrane is a consumable part, which needs to be replaced at regular intervals or when it has become defective. It is noted in the user¿s manual that it is very important that the expiratory valve membrane and the membrane seat in the expiratory cassette are clean. The root cause of the reported failed pressure transducer test during pre-use check was dirty expiratory valve membrane. This will be detected during pre-use check.

Event description:
Manufacturer's ref #: (B)(4).